Event description:
It was reported that this pacemaker was part of the system revision due to pocket erosion and infection. Reportedly, the procedure was performed due to a small hole and pocket area was red at the suture site. The boston scientific technical services (ts) confirmed that the laboratory results came back fine. The implant pocket was reopened and then closed tightly. No adverse patient effects were reported. The pacemaker remains implanted.

Event description:
It was reported that this pacemaker was part of the system revision due to pocket erosion and infection. Reportedly, the procedure was performed due to a small hole and pocket area was red at the suture site. The boston scientific technical services (ts) confirmed that the laboratory results came back fine. The implant pocket was reopened and then closed tightly. No adverse patient effects were reported. The pacemaker remains implanted. Additional information indicated that the system was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: description of the event; d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.